Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of an unknown ethnicity. Medical history included inflammation in the nerves due to the diabetes and she underwent a heart stent surgery in (B)(6) 2014. Concomitant medications included insulin glargine and metformin hydrochloride for diabetes mellitus, citicoline sodium for neuropathy, bisoprolol fumarate and metoprolol succinate for hypertension, montelukast sodium and beclometasone dipropionate/formoterol fumarate for asthma. The patient human insulin (rdna) (humulin r) from a cartridge via a reusable pen (humapen ergo ii), three times a day (tid) (20 iu in the morning, afternoon and at night), subcutaneously, for the treatment of diabetes mellitus, beginning on an unspecified date in 2014. On an unspecified date before 2017, while on human insulin treatment, she used to get sick every two to three weeks so she went to the physician. The physician always diagnosed her with a bacterial infection in her lung or bronchitis but according to her she was being misdiagnosed. She assumed she had a lung fibrosis but no one diagnosed her. On an unspecified date in (B)(6) 2018, she ate some fried food (falafel) and described a rock was pressure on her neck reaching the end of her stomach; she could not speak, eat, drink or do anything till late night. The next day morning, she went to her physician who diagnosed her with bronchitis. She received an unspecified treatment for a week and it was not effective. On an unspecified date, a week before this event, she had another unspecified treatment course. She visited another physician who recommended her to undergo magnetic resonance imaging and she was found to have a 20% lung fibrosis associated with fever, cough and vomiting mucus. On an unspecified date, because of her lung fibrosis and fever, her blood glucose level was very high and reached 500s mg/dl or above (reference range not specified), so she increased her daily dose of human insulin by 3 iu or 4 iu without her physician review. On an unspecified date at night, her blood glucose level reached 580 mg/dl and although she took 23iu, her son had to give her another 23iu dose of human insulin. On (B)(6) 2018, after she had lung fibrosis she was not able to move, eat, drink or sleep. The events of blood glucose increased, pulmonary fibrosis, mobility decreased, fluid intake reduced and feeding disorder were considered as serious by the company due to medically significant reasons. On an unspecified date, while on human insulin treatment, the humapen ergo ii had fallen and she did not recognize if the cartridge was broken or not. She tried to inject the dose but the human insulin treatment was released on her body and her hand got wet but the insulin did not enter her body. She changed the cartridge by a new one and adjusted the dose knob and pressed on the injection button but the screw of the pen was stuck and was not working (batch number: unknown, product complaint number: unknown). On (B)(6) 2018, she missed her morning and afternoon dose of human insulin. She received acetylcysteine as a mucolytic and roflumilast for cough. Information regarding corrective treatment of the remaining events was not provided. Outcome of the event missed dose was not resolved and outcome of the remaining events was unknown. As of (B)(6) 2018, she was not taking human insulin treatment and it was unknown when or if she would restart human insulin treatment. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model duration of use was approximately four years (or three years; conflicting information was provided) and suspect humapen ergo ii duration was unknown. The humapen ergo ii was discontinued and its return was expected. The reporting consumer did not know whether the events of blood glucose increased, pulmonary fibrosis, vomiting, pyrexia and secretion discharge were related with human insulin treatment or humapen ergo ii, did not provide relatedness assessment between the event of bronchitis and human insulin treatment or humapen ergo ii and did not relate the remaining events with human insulin treatment or humapen ergo ii. Edit 18dec2018: updated medwatch and (B)(6) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 60-year-old female patient of an unknown ethnicity. Medical history included inflammation in the nerves due to the diabetes and she underwent a heart stent surgery in (B)(6) 2014. Concomitant medications included insulin glargine and metformin hydrochloride for diabetes mellitus, citicoline sodium for neuropathy, bisoprolol fumarate and metoprolol succinate for hypertension, montelukast sodium and beclometasone dipropionate/formoterol fumarate for asthma. The patient human insulin (rdna) (humulin r) from a cartridge via a reusable pen (humapen ergo ii), three times a day (tid) (20 iu in the morning, afternoon and at night), subcutaneously, for the treatment of diabetes mellitus, beginning on an unspecified date in 2014. On an unspecified date before 2017, while on human insulin treatment, she used to get sick every two to three weeks so she went to the physician. The physician always diagnosed her with a bacterial infection in her lung or bronchitis but according to her she was being misdiagnosed. She assumed she had a lung fibrosis but no one diagnosed her. On an unspecified date in nov-2018, she ate some fried food (falafel) and described a rock was pressure on her neck reaching the end of her stomach; she could not speak, eat, drink or do anything till late night. The next day morning, she went to her physician who diagnosed her with bronchitis. She received an unspecified treatment for a week and it was not effective. On an unspecified date, a week before this event, she had another unspecified treatment course. She visited another physician who recommended her to undergo magnetic resonance imaging and she was found to have a 20% lung fibrosis associated with fever, cough and vomiting mucus. On an unspecified date, because of her lung fibrosis and fever, her blood glucose level was very high and reached 500s mg/dl or above (reference range not specified), so she increased her daily dose of human insulin by 3 iu or 4 iu without her physician review. On an unspecified date at night, her blood glucose level reached 580 mg/dl and although she took 23iu, her son had to give her another 23iu dose of human insulin. On 23-nov-2018, after she had lung fibrosis she was not able to move, eat, drink or sleep. The events of blood glucose increased, pulmonary fibrosis, mobility decreased, fluid intake reduced and feeding disorder were considered as serious by the company due to medically significant reasons. On an unspecified date, while on human insulin treatment, the humapen ergo ii had fallen and she did not recognize if the cartridge was broken or not. She tried to inject the dose but the human insulin treatment was released on her body and her hand got wet but the insulin did not enter her body. She changed the cartridge by a new one and adjusted the dose knob and pressed on the injection button but the screw of the pen was stuck and was not working (batch number: unknown, product complaint number: 4570442). On (B)(6) 2018, she missed her morning and afternoon dose of human insulin. She received acetylcysteine as a mucolytic and roflumilast for cough. Information regarding corrective treatment of the remaining events was not provided. Outcome of the event missed dose was not resolved and outcome of the remaining events was unknown. As of (B)(6) 2018, she was not taking human insulin treatment and it was unknown when or if she would restart human insulin treatment. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model duration of use was approximately four years (or three years; conflicting information was provided) and suspect humapen ergo ii duration was unknown. The humapen ergo ii was not returned to the manufacturer. The reporting consumer did not know whether the events of blood glucose increased, pulmonary fibrosis, vomiting, pyrexia and secretion discharge were related with human insulin treatment or humapen ergo ii, did not provide relatedness assessment between the event of bronchitis and human insulin treatment or humapen ergo ii and did not relate the remaining events with human insulin treatment or humapen ergo ii. Edit 18dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 03jan2019: additional information received on 02jan2019 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 03jan2019 in the b.5. Field. No further follow up is planned. Evaluation summary: a female patient reported that her humapen ergo ii device had fallen, and she did not recognize if the cartridge was broken or not. She tried to inject the dose, but the insulin was released on her body but did not enter her body. She changed the cartridge by a new one, adjusted the dose knob and pressed on the injection button, but the screw of the pen was stuck and was not working. She missed two insulin doses and experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use state to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.